Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2022, the patient's mother reported that her daughter faced a bent cannula and this issue occurred with seven infusion sets in the last couple of weeks. Therefore, the infusion had been used within first hour. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.